Event description:
Bone cement did not adhere to components and became loose after implantation. No harm to pt. Delayed surgery (1) hour. Information was received 05/2005, that products could also have contributed to event.